Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: upon further investigation it was determined that the attachment device failed pre-test for vibration assessment. This information does not change the reportability of the file. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device would not turn was not confirmed. Therefore, an assignable root cause was not determined. However, during temperature and vibration assessment it was determined that the device failed pre-test for no excessive vibration during temperature testing and the device was noisy. It was further observed that the back and mid-assemblies of the device were contaminated. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device would not turn. During in-house engineering evaluation it was observed that during temperature and vibration assessment the device failed pre-test for no excessive vibration during temperature testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.